Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the following: patient initially did well after the hip replacement surgery. However, patient eventually began having pain in his right hip area, which over time became progressively worse. Patient's implant was identified as contributing to elevated metallic levels in his blood. His device is in need of removal and replacement. Patient has suffered significant harm, conscious pain and suffering, physical injury, bodily impairment, disfigurement, loss of enjoyment of life, mental anguish and emotional distress. Update: 08/02/2011 plaintiff's preliminary disclosure form was received which identified part/lot information. Dob updated. There is no new information that would change the outcome of the investigation. Update received 04/19/2016. The sales rep has reported the revision surgery. Patient was revised to address pain. Osteolysis was also noted. Updated cup/head and added sleeve. There is no new information that would change the existing MDR decision. Complaint was updated on 04/28/2016. Update rec'd 10/11/2016 supplemental information received; this case has been dismissed. There is no new additional information that would affect the existing MDR decision or the investigation. Complaint was updated 03/28/2017 update rec'd 04/13/2017 supplemental information received: this case has been reopened. There is no new additional information that would affect the existing MDR investigation. Update apr 26, 2017: litigation received. The same information was reported previously. This case has been re-opened. Added the stem in product information. This complaint was updated on may 1, 2017.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.